Event description:
In pacemaker clinic pt was seen to increase programmed base rate from 60-80. Upon interrogation the ventricular lead impedance was very low. Dr decided to replace lead as it was on lead alert with low lead impedance.